Manufacturer narrative:
(B)(4). This report was not confirmed in the lab due to a lack of sample. A batch review was not performed as lot information was not available. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. The labeling review found the patient at home guide to be adequate for the potential use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The home patient(hp) contacted baxter's technical service center regarding a check lines and bags alarm which occurred on the homechoice (hc) during prime. The baxter technical service representative (tsr) assisted with troubleshooting. The hp stated the hc alarmed again. The hp further stated that she changed the cassette earlier, but did not change the bags of solution. The tsr advised the hp to cycle power and restart the setup with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance attempted to contact the patient on several occasions to follow up. On (B)(6) 2011, product surveillance spoke with nurse who stated this hp was doing well with therapy and has reported no issues. The nurse also confirmed this patient has reported no adverse symptoms. The nurse was advised of the use error and stated she would discuss with the hp.

Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.